Event description:
A welch allyn sales rep indicated that their demo unit has lines in the display. No pt involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation confirmed the reported problem. Troubleshooting isolated the cause of the failure to the display. Replacement of the display resolved the issue. The repaired device was returned to the customer after passing acceptance testing.